Manufacturer narrative:
Other, other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the knob on the unit was damaged. Patient involvement is unknown.

Manufacturer narrative:
Other text: d4: UDI - (B)(4). H6: evaluation codes updated. Device evaluation: one device was received. A visual inspection found that the air mix knob was broken off. During the functional testing, it was found that the device air mix knob was broken off including the cam assembly. The cause of the issue was found to be that the device was mishandled. The flow block and knob were replaced, as well as the MRI battery, sintered filter, o rings and defective audible alarm reed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use (B)(6) located in sections g.1., please direct those to the following: (B)(6).